Event description:
The customer reported that the label on the box and pouch indicates size 3-0, nylon, black monofilament. However, when the product is removed from the pouch, the card shield is labeled as size 4-0 and the suture inside is made of (B) (4). The product was not used on a patient. Samples returned to angiotech were evaluated and confirmed the customer's report; pouches from lot m335780 mistakenly contain 4-0 (B) (4) suture. Further investigation determined that additional product from lot m335780 is affected. A field corrective action was initiated on 5-september-2008 for item (B) (4), lot m335780.

Manufacturer narrative:
The date of event is estimated. Angiotech reference: - (B) (4).